Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized due to a low blood glucose (bg) level. The customer declined troubleshooting with tandem technical support, and declined to provide additional details. Reportedly, the customer reverted to manual injections for insulin therapy.